Event description:
After attempting to recanalize an occluded blood vessel with penumbra 3max reperfusion catheter, 5max separator, and 5max reperfusion catheter, the patient developed a fever. The physician determined the fever to be of ¿uncertain¿ relationship to the penumbra system devices used. The fever was reported to be of mild severity. The patient was given 650 mg dose of acetaminophen and ice packs to keep his temperature down. The bacterium was later identified to be in his lungs, and was not considered life threatening. The patient expired two weeks later due to ¿progression of stroke¿ and the death was not related to any devices or procedures. When asked about the relationship of the event to the devices, the hospital explained that it is possible for a patient to develop a fever after any kink of neurointerventional procedure and therefore the relationship to the devices used is uncertain. To treat the fever,the patient was given a dose of acetaminophen (650 mg via ngt on (B)(6) 2013). Additionally, he was given ice packs and the environment was altered to keep his temperature down. The patient received a second dose of acetaminophen on (B)(6) 2013 and the bacterium was identified in his lungs. The infection was not considered life threatening.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with mdrs 3005168196-2013-00272, 3005168196-2013-00273, 3005168196-2013-00274, 3005168196-2013-00303, 3005168196-2013-00305, and 3005168196-2013-00306. This adverse event was originally reported on (B)(4) 2013 with mdrs 3005168196-2013-00272, 3005168196-2013-00273 and 3005168196-2013-00274. It was not realized until (B)(4) 2013 that four more device were included in this event. These additional four devices are being reported my mdrs 3005168196-2013-00303, 3005168196-2013-00304, 3005168196-2013-00305, and 3005168196-2013-00306. Hospital discarded devices.

Manufacturer narrative:
Please note that a correction was made to the following section(s): the event occurred on (B)(6) 2013. The lot number was corrected to f28556, the expiration date, and the manufacture date were added.